Manufacturer narrative:
Event date is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was not getting effective therapy. Reprogramming was attempted without success. As a result, surgical intervention occurred on (B)(6) 2021 and the system was explanted.